Manufacturer narrative:
The device will not be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to MFR. Report number: 1651501-2018-0002.

Event description:
This is 2 of 2 reports. It was reported that on (B)(6) 2018, a patient fell and complained of pain and impaired range of motion while an mrh-350-20s-ww modular radial head sz. 20s ww was attached. Subsequently, a revision surgery was performed. No additional information was provided after several attempts.

Manufacturer narrative:
A metal radial head implant was returned. The implant consisted of a head component size 20s lot 10-0192 and a stem component size 01 lot 09-1864. An investigation of the device records was conducted by the manufacturer for the head component size 20s lot 10-0192. A visual examination of the components was performed assisted by a stereomicroscope and oblique lighting. Visual examination revealed an intact implant, with the stem to head taper firmly engaged. The head articulating surface retained a bright ¿mirror-like¿ polish, with no apparent scarring from use. The records review found that the components satisfied all applicable manufacturing specifications. Potential root cause: apparent loosening of the mrh implant due to a traumatic injury.